Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker showed six years remaining longevity a year ago. During the recent check, the device showed two years remaining longevity. Analysis showed that the device he battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators that have had continuous average power increases. Additional information obtained from the field which indicated that the device was still showing two years remaining longevity. Based on the patient's age, the plan was to monitor the device. Another engineering assessment was done and it showed that the device continues to deplete in a predictable manner. Based on conservative modeling, this device will not deplete to elective replacement indicator (eri) battery status within 90 days. As of this time, the device remains in service. No adverse patient effects reported.

Event description:
It was reported that this pacemaker showed six years remaining longevity a year ago. During the recent check, the device showed two years remaining longevity. Analysis showed that the device he battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators that have had continuous average power increases. Additional information obtained from the field which indicated that the device was still showing two years remaining longevity. Based on the patient's age, the plan was to monitor the device. Another engineering assessment was done and it showed that the device continues to deplete in a predictable manner. Based on conservative modeling, this device will not deplete to elective replacement indicator (eri) battery status within 90 days. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.